Manufacturer narrative:
Based on the claim against the product by the customer noting errors, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer had issues with the endoscope engaging, and the image being upside down. The system log files were not available. The customer swapped out the endoscope and there were no additional errors. The video was normal and the site completed the case. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the log files and noted endoscope sn# (B)(6) had some rotational errors for two other cases. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was analyzed, and failure analysis confirmed the customer's reported complaint. The error was caused by a friction issue with the attached endoscope adapter (aea) bearing.

Event description:
Refer to h10/h11 for follow-up information.